Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that during routine follow up, an impedance check was run. Contact 7 had no connection to the battery and read impedance greater than 10,000. The patient had several falls over the past month. No programs the patient had were using contact 7. The patient had good pain relief with current programming. No further actions/interventions were taken to resolve the issue and the issue wasn¿t resolved.